Event description:
It was reported that the ventilator stopped running during ventilation. There was no patient harm. (B)(4).

Manufacturer narrative:
The only information received regarding this complaint is the reported event. It was reported, device stop running during ventilation. The problem description and the logs do not match but without confirmation, the problem description indicates insufficient or no ventilation. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturers ref: # (B)(4).